Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a loss of consciousness "due to diabetes." No additional information was provided regarding the reported issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.